Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the t2 of four (4) fast-fix 360 dislodged from the inserter. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H11: h2: corrected information on: h6 (impact code). The reported device was received for evaluation. A visual inspection revealed four devices were returned together in a single original packaging. Device one is missing the t1, t2, and suture. The actuator is in the pre-t2 position. Device two is missing the t1, t2, and suture. The actuator is in the pre-t1/post-t2 position. Device three is missing the t1, t2, and suture. The actuator is at the tip of the needle. The needle assembly is severely bent. Device four, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present on all four devices. One set of t1, t2, and suture was returned. The t1 is missing the tip. The suture knot is partially tightened down. A functional evaluation was performed on the returned device and found device one will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two cycles as intended. Device three will not cycle and remains stuck at the tip of the needle. Device four cycled the t2 off the needle and continued to cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for break was associated with unintended use of the device. A definitive root cause for failure to cycle and premature activation the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event include an unintended actuation of the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during surgery, the t2 of four (4) fast-fix 360 dislodged from the inserter. T1 were successfully removed with tweezers. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 and h6 updated.

Event description:
It was reported that, during surgery, the t2 of four (4) fast-fix 360 dislodged from the inserter. T1 were successfully removed with tweezers. Surgery was completed with a back-up device, instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient's status is good.